Event description:
Boston scientific received information that this newly implanted right ventricular lead had exhibited high pacing threshold and had perforated the heart wall. The field representative was not certain if this was indeed a dislodgment or a perforation. The rv lead was repositioned successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.